Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. Flushing via the irrigation port was tested. Flow was observed with the catheter in the undeployed state, however, no irrigation was noted when the catheter was deployed in the basket and flower configurations. Dissection of the catheter noted a kink in the flush lumen. The reported difficulty irrigating was confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After three hours into the procedure, the physician tried to insert again the catheter after a postmap and it was not possible to flush the catheter. There was noted to be a thrombus associated with the event. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After three hours into the procedure, the physician tried to insert again the catheter after a postmap and it was not possible to flush the catheter. There was noted to be a thrombus associated with the event. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.